Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: no more information available for below questions. No more information available for below questions. Was there any adverse consequence associated with the patient? What was the appearance of the suture during the removal? Was a second operation necessary to remove the suture and re-close the wound? What is the current status of the patient? Please provide the product code and lot number:

Event description:
It was reported that a patient underwent a sewing wound in debridement and suture surgery at the second stitch procedure on (B)(6) 2022 and suture was used. During the procedure, the broken end of the suture was buried in the tissue, and the broken suture was removed by cutting the tissue. Besides, the needle got bent. No adverse patient consequences were reported. Additional information was requested.